Manufacturer narrative:
One device was returned for repair in used condition. This device has not been serviced in the past. Physical condition of this device has worn upstream occlusion (uso) seal and worn downstream occlusion (dso) seal. Evidence found in event history log shows that high alarm displayed: air in-line detected was displayed multiple times. Reported problem was not duplicated; however multiple evidence was found in event history log stating, "air in line". Reported problem was caused from faulty air detector and the air detector was replaced. Also replaced dso seal, optic switch, and uso seal. Device passed all functional tests after the repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had air in line alarm even if there is no air in line. The event occurred while in use with the patient. There was no delay in therapy. There was no physical damage reported. There was no harm/adverse event reported.